Event description:
During preparation for a therapeutic urological procedure, as they were pulling the stent out of the packaging it broke in the central length between the coils. The procedure was completed successfully with another stent with no patient complications.